Manufacturer narrative:
The reported event was inconclusive since video sample condition was unclear. It was unknown whether the device had met relevant specifications. It was unknown if the product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned video sample noted one opened (without original packaging), used surestep intermittent catheter. Visual inspection of the video sample noted shows the catheter not firmly connected and the customer picking up the intermittent catheter and pulling it apart therefore the investigation is considered inconclusive. A potential root cause for this failure mode could be ¿incorrect assembly operation". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use 1. Wash hands and don clean gloves 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 2. Explain procedure to patient and open peri-care kit 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 7. Place underpad beneath patient, plastic/¿shiny¿ side down 6. Don sterile gloves 8. Position fenestrated drape on patient 10. Lubricate catheter 12. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube 13. Document procedure according to hospital protocol 11. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs 5. Using proper aseptic technique open csr wrap 9. Saturate 3 foam swab sticks in povidone iodine note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward note: use caution to maintain aseptic technique proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter indications for use: pvc & red rubber: for urological use only silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra.' H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the intermittent catheter was not firmly attached to the bag and came apart very easily. Stated that it came apart during one time while catheterizing the patient and tried to lower the bag so they could see if it had stopped draining. They predicted that their staff would just disconnect the bag from the catheter and let the urine drain into the tray provided, completely negating the goal of a closed system. Also stated that they personally tried the catheter three different times, the 14 fr twice and the 16 fr once. They did not notice a faster flow in either but did like the firmness of the catheter and felt it inserted around the infant's head easier. But sadly, they did have the catheter disconnect from the bag very easily while trying to get it to flow better and as suspected, urine all over the bed. There were 10 catheters affected from each tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter was not firmly attached to the bag and came apart very easily. Stated that it came apart during one time while catheterizing the patient and tried to lower the bag so they could see if it had stopped draining. They predicted that their staff would just disconnect the bag from the catheter and let the urine drain into the tray provided, completely negating the goal of a closed system. Also stated that they personally tried the catheter three different times, the 14 fr twice and the 16 fr once. They did not notice a faster flow in either but did like the firmness of the catheter and felt it inserted around the infant's head easier. But sadly, they did have the catheter disconnect from the bag very easily while trying to get it to flow better and as suspected, urine all over the bed. There were 10 catheters affected from each tray.